Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), during transtelephonic monitoring, had a loss of ventricular capture. The patient has an underlying rhythm.